Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.

Manufacturer narrative:
A service technician inspected the device after the reported event. After review of the electronic log file he determined that a failure of the device-internal communication was the root cause for the reported event. He downloaded the electronic log file, and found that replacement of the processor board of the ventilator sub-system solved the issue. The device was tested afterwards and passed without deviation. The electronic log file was submitted for further analysis. Based on the recorded information the reported event could be confirmed. The apollo detected a disturbance of the internal communication and reacted as specified as it switched off the gas mixer as well as the ventilator and generated a corresponding visible and audible gas delivery+ventilator fail alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.